Manufacturer narrative:
(B)(4). The manufacturing date is september 2, 2014 to september 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. The reported inadequate iodine could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicaps had no iodine on the sponge. This was found when opening the pouches to preform therapy. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 14 of 30 for this event.